Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly the keypad was peeled/torn/worn and the down arrow keypad button was unresponsive. It is unknown at this time if the damage occurred prior to the button responsiveness issue or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2013: the device was returned to animas and evaluated by product analysis on 08/30/2013 with the following results: testing did not duplicate the unresponsive keys. The keypad is torn over the down button. All of the keypad buttons respond properly. Removed the keypad and found contamination under all button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Additionally, there's a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.